Event description:
Upon receipt of additional information it has been determined that this is not a reportable issue as the malfunction did not cause any serious injury in the past. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information it has been determined that this is not a reportable issue as the malfunction did not cause any serious injury in the past. The initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the post on the trial broke when surgeon was trying to dislocate shoulder. No additional information is available at this time.